Manufacturer narrative:
The samples that were returned by the customer as well as control samples were tested by gas chromatograpy/mass spectrometry. Results of the investigation revealed that the samples were similar and no unusual findings. Lot number and records were reviewed. No deviations, nonconformances or abnormalities could be found associated with the production of this lot number. There were no disruptions in the maintenance schedule or facility controls at the time of its production. Trends were reviewed and there was no indication of a quality concern for this product. No product failure noted. No corrective action required. Co will continue to monitor trends.

Event description:
Reported that the end user developed itchiness and redness, as soon as she came in contact with any surgical pack. The end user was off work for this difficulty during 12/96. When she returned to work she returned to a modified job, with no contact with packs.